Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: the doctor felt resistance upon inflating the cuff prior to use on a pt; the cuff was difficult to inflate. Customer confirmed that fault was identified during presenting efforts. No pt involvement.